Event description:
It was reported that during rasping, the ramp broke. The surgery took 60 minutes longer than usual. A second surgery is planned to remove the broken piece.

Manufacturer narrative:
The device is still on its way to zimmer (B)(4). Once received and investigated, an updated report will be submitted. (B)(4).